Event description:
Complainant alleged that during an inservice training by zoll medical sales representative the device was unable to select an energy level. Complainant indicated that there was no pt involvement in the reported malfunction.